Manufacturer narrative:
The field service engineer changed numerous parts. A functional test was performed with acceptable results. Due to the complex troubleshooting, it could not be determined if the issue found by the field service engineer was the root cause of the event. The customer has not reported any further issues after the field service engineer's visit.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). Facility name: (B)(6). The customer ran a mechanical check and the cell wash levels looked ok. There were no issues with the millipore system. The investigation is ongoing.

Event description:
The initial reporter complained of questionable calcium results for one (1) patient sample on a cobas 8000 c 702 module analyzer. The initial result was 1.27000 mmol/l and the rerun result was 1.99000 mmol/l. The results were not reported outside the laboratory. The reagent lot number and expiration date were asked for but not provided.